Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the failure. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
As reported: "arthrodesis 1st mtp left foot in 04/22 by plate. Pseudarthrodesis with broken plate. Patient requires revision surgery."

Event description:
As reported: "arthrodesis 1st mtp left foot in 04/22 by plate. Pseudarthrodesis with broken plate. Patient requires revision surgery."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.